Event description:
The customer reported that the alarms rang at the monitor but not at the central. This happened on (B)(6) 2023, at 8:51 am (8:15 am and 8:54 am). The device was in use on a patient at the time of the event, but there was no patient or user harm per the remote service engineer (rse).

Manufacturer narrative:
This complaint is a supplemental to 9610816-2023-00088 due to incorrect registration number used. Updated product information in section d. The following functional tests were performed: the remote service engineer (rse) pulled the logs and reviewed the data. According to the photos of the clinical logs, it is clear that technical alarms (which may have been caused by a faulty contact) must have sounded twice at 8h51min 13 sec and 8h51min 36 sec. Two yellow alarms also sounded at 8h51 min 51 sec and 8h51min 58 sec. No longer having access to the logs of the central station, the rse was unable to specify the content of these technical alarms. The rse found that the red alarms did not stop ringing at the central station. The first red alarm sounded at 8h49min 07sec, and it was an extreme bradycardia alarm then 10 red alarms of extreme bradycardia sounded between 8h49 and 8h57 with an apnea alarm at 8h56. Asystole alarms started ringing at 8:57:19 and two more asystole alarms continued to ring until 9:00:16. Finally, 4 red fibrillation alarms were triggered from 9:00:19 until 9:04:24. The rse confirmed that per the logs, the alarms sounded at the central station, and that the episodes of extreme bradycardia, apnea, asystole and fibrillation were detected by our monitoring system which causes the production of red alarms. Based on the information available and the testing conducted, the cause of the reported problem is unknown, as the logs indicate the alarms sounded at the central station. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.